Event description:
After an implantation period of approx. 170 months, oversensing with inappropriate therapies was reported. The lead revision is scheduled.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd september 2021 and 14th march 2022 showed the sudden increase of the pacing impedance from approximately 590 ohms to 760 ohms at the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel. The available episodes list showed a shock delivery on the 13th march 2022. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.